Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Further investigation of the complaint is not possible. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer states that she is currently using product 473989 to filter her tpn and that the filter is letting air in. She states that she watches entire tubing lengths of air being infused into her port "all night long". Reviewed with customer how to properly flush the extension set. Customer states that she is flushing it correctly and getting all the air out, but that as her tpn is infusing air is getting in. No patient involvement.